Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due to atrial fibrillation. The health care professional (hcp) plans to perform reprogramming for ICD therapies and would ensure that the patient has a medical review of their medication to prevent fast atrial tachycardias. The patient also reported discomfort and pain. This device was implanted in poland, and the patient currently seems to be in UK at time of event. This device remains in service. No adverse patient effects were reported.